Event description:
It was reported by service report that the mattress would not adhere to the litter surface. No pt involvement or adverse consequences were reported.

Manufacturer narrative:
Velcro.